Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a main board continuous alarm with a red screen. The mainboard was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the device showed system error 41171. The event occurred during set up. There was no patient involvement.